Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported that their front bottom right tooth feels loose and is wiggly while using the day aligners. The patient wants to know if they should be concerned.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.